Manufacturer narrative:
Reference manufacturers report number 1218950-2019-07998. Previously submitted with incorrect registration number.

Event description:
The customer reported that the last nibp (non-invasive blood pressure) from previous case remains on the boom monitor. The device was in use on a patient. There was no report of patient or user harm.